Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. The products remain implanted; therefore, visual evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported lot 849abh1703. Review of the complaint histories identified additional similar complaints for the reported lots 839haa0807 and 849bah1404. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records and radiographs were provided and reviewed by a health care professional. The review of the x-ray identified no significant findings, well fixed implants with no lysis loosening or wear, excellent bone cement metal interface. The review of medical records identified moderate occasional pain that requires medication. Obesity, multiple surgeries and prior quadricep were identified as contributing factors to the event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: refobacin bc r 1x40 us; item# 110034355; lot# 849abh1703 refobacin bc r 1x40 us; item# 110034355; lot# 839haa0807 refobacin bc r 1x40 us; item# 110034355; lot# 849bah1404 femur cemented plus left size 9+; item# 42504606611; lot# 64288155 stem extension 6mm offset splined uncemented 17 mm diameter +135 mm length; item# 42560613517; lot# 64542501 femoral central cone size small; item# 42545001011; lot# 64470408 femoral distal augment cemented size 9, 9+ 5 mm thickness; item# 42556606605; lot# 64345779 tibia fixed cemented left size f stem extension use required; item# 42542007501; lot# 64334587 articular surface fixed bearing constrained condylar knee (cck) left 12 mm height use with tibia sizes e, f / revision femur sizes 7, 7+, 9, 9+ with l; item# 42512800712; lot# 64305404 stem extension 6mm offset splined uncemented 15 mm diameter +135 mm length; item# 42560613515; lot# 64523137. Tibial central cone size x-small; item# 42545000510; lot# 64470026 tibial augment cemented half block left lateral size ef 10 mm thickness; item# 42555805110; lot# 64453282 tibial augment cemented half block left medial size ef 10 mm thickness; item# 42555805310; lot# 64352568. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pes bursitis, pain, throbbing, cramping and tightness approximately four (4) years following left knee arthroplasty. The patient was prescribed meloxicam and given a cortisone injection as well as topical pain therapies. Initial operative notes noted the patient's tibial bone was quite sclerotic from an unknown previous procedure and several small drill holes were made to help with cement interdigitation; however, no intraoperative complications were noted. Attempts have been made and no further information has been provided.